Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issues.